Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported no known contributing factors led to the high impedances. They reported the patient has not been seen again so it is unknown if the issue has resolved. They reported the prior programming changes are still in place.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they got an error message 'settings not available. Cannot provide your desired intensity settings.' Last night. Patient stated they were on group c when they got that message. Patient stated they met with rep today and had the ins reprogrammed. Agent had patient switch to group a but they could barely feel any stimulation, so patient tried group b and patient confirmed b worked for them. Agent reviewed meaning of message and redirect patient to hcp. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the "settings not available" message was that electrodes 3-7 measure high impedances at 32,340 and 33 ,540. Patient was brought in for reprogramming on 8/21/2025 and changed waveform from dtm to evolve to utilize narrow bipole and avoid high impedance electrodes. The rep stated the patient will be in touch if pain relief is not achieved.